Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2017-02724.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02724. It was reported the patient was unable to receive stimulation from one of their leads. The patient's other lead was providing stimulation in an unintended area. During surgical intervention, both leads were found to have migrated. In turn, the doctor decided to explant and replace both leads. Sufficient therapy was restored post-op.